Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced cloudy effluent. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified antibiotics for 13 days intraperitoneally. At the time of this report, the patient had recovered and pd therapy was ongoing. No additional information is available.